Event description:
It was reported that an adolescent patient underwent a surgical procedure to have the growth rods lengthened at t2-t12 to treat scoliosis. It was reported that a set screw of the domino was stripped when surgeon tried to loosen it with a driver. The surgeon then extended incision to loosen another set screw which was initially not planned to loosen, and completed the procedure. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.